Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Event description:
It was reported that during an arthroscopy procedure, the healicoil anchor did not screw in, did not tighten. The procedure was successfully completed using a back-up device in an additional bone hole. There was a surgical delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the impact to the patient was the additional bone hole and the less than 30-minutes surgical delay. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.